Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the instrument. The bag was returned with a small piece cut from the bottom. The cut was not along the seam. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the bag broke open. The current patient status is good. There was no tissue damage or patient injury. There was no bleeding or delay in surgery. No device component fell into the patient's cavity.